Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 138, 223 and 207 mg/dl. The customer's expected fasting blood glucose test result range is 98 - 117 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 05/10/2017. The meter memory was reviewed for previous test result history: the 85mg/dl (B)(6) 2017 05:09 am fasting:yes, the 138mg/dl (B)(6) 2017 05:09 am fasting:yes, the 117mg/dl (B)(6) 2017 09:36 am fasting:yes, the 102mg/dl (B)(6) 2017 03:15 am fasting:yes, the 105mg/dl (B)(6) 2017 08:11 am fasting:yes. Memory concerns: customer concerned with reading on (B)(6) 2017 207mg/dl, (B)(6) 2017 223mg/dl and (B)(6) 2017 138mg/dl.